Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "procedure was delayed due to no image during angulation" occurred due to breakage of image sensor unit/cable. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was delayed. The delay time is unknown, it is necessary to replace the scope and re-enter the bronchus, which may delay the overall operation. No additional anesthesia needed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image blacked out during angulation due to a defective distal end insertion unit. In addition, a foggy image occurred due to damage on the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced a black screen when using angulation. The issue was found during a diagnostic bronchoscopy which was completed using a similar device, and without delay. There were no reports of patient harm.